Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on the ventricular channel was observed. Programing changes were made and resolved the oversensing. A successful defibrillation threshold test was also performed. Patient is well.